Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed, if additional information is received and requires reporting. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.